Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned to bd for evaluation; however medical records were returned for review. The investigation of the reported malfunction is confirmed for detachment, but inconclusive for perforation and filter tilt. Based upon the information provided, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2320a vena cava filter allegedly experienced a filter tilt, perforation, and detachment. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a (B)(6) year old male that weighed (B)(6) kgs.